Event description:
Material#: 11532269. Batch number#: 23075034. It was reported by customer that they had faulty tubing reported by their systemic staff on october 4. The secondary drug bag/line was infusing into the primary saline bag on the primary line. It appears to have been a back valve dysfunction. The drug lines and drug were discarded and new drug had to be mixed and re-hung. There was no harm to the patient as the IV tubing did not infuse to the patient side. Verbatim#: rcc received a complaint via email. Email(s) attached. I am emailing to let you know that we had faulty tubing reported by our systemic staff on october 4. The secondary drug bag/line was infusing into the primary saline bag on the primary line. It appears to have been a back valve dysfunction. The drug lines and drug were discarded and new drug had to be mixed and re-hung. There was no harm to the patient as the IV tubing did not infuse to the patient side. Here is the tubing information: -bd alaris pump infusion set 0.2 micron filter low sorbing tubing (pe lined) lot#: (10)23075034 -bd smart site low sorbing secondary set lot# (10)23079047

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of back check valve dysfunction could not be verified due to the product not being returned for failure investigation. Device history record review for model 11532269 lot number 23075034 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was defective. The following information was received by the initial reporter with the verbatim: I am emailing to let you know that we had faulty tubing reported by our systemic staff on october 4. The secondary drug bag/line was infusing into the primary saline bag on the primary line. It appears to have been a back valve dysfunction. The drug lines and drug were discarded and new drug had to be mixed and re-hung. There was no harm to the patient as the IV tubing did not infuse to the patient side.